Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were small champagne sized air bubbles in the luer lock and tubing. The customer's blood glucose level was low 200's to 300's (mg/dl). The customer indicated that a correction bolus would be administered. Reportedly, the customer would disconnect the infusion set from the luer lock connection and perform a fill tubing to remove the air bubbles. The customer then reconnects the luer lock connection; however, an air bubble would form. Tandem's technical support educated the customer on how to remove air bubbles. It was noted that a clinical diabetes educator would review the customer's load process technique.